Event description:
It was reported that the e360 ventilator generated a o2 supply loss alarm. The customer did not provide patient involvement information. A non-medtronic service provider checked and found the reported problems. He opened the ventilator and found tubing was disconnected inside the ventilator and found leakage due to tubing disconnection. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.